Manufacturer narrative:
Medwatch fields updated: - a2 date of birth. - a3a sex. - b6 relevant tests/laboratory data,inclu. - b7 other relevant history. - d4 lot no. - d4 expiration date. The customer stated that the result was unconfirmed by the hcv antibody and antigen results from the referral laboratory that uses an abbott architect. The investigation reviewed the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges, but the qc level 2 results were fluctuating. The alarm trace had a "reagent below" warning. Elecsys anti-hcv ii (anti-hcv ii) product labeling states: "coi - 0.90, = coi, < 1.00. Result - border. Interpretation of results - borderline zone (undetermined). Interpretation/further steps - retest in duplicate with the elecsys anti-hcv ii assay. Coi - = 1.00 . Result - reactive . Interpretation of results - antibodies to hcv detected. Interpretation/further steps - presumptive hcv infection, follow cdc recommendations for supplemental testing." "False positive results due to non-specific reactivity cannot be ruled out with the elecsys anti-hcv ii assay." A general reagent issue was excluded. The investigation determined that the assay is performing according to specifications.

Manufacturer narrative:
The e402 analyzer serial number was (B)(6).

Event description:
The initial reporter questioned positive results for 1 patient sample tested for elecsys anti-hcv ii (anti-hcv ii) on a cobas e 402 analytical unit. Note: the unit of measure was not provided. The initial result from the e402 analyzer was 92.40 (positive). The repeat result was 92.90 (positive). The sample was repeated at a reference laboratory, where the result from the abbott method was "negative." The specific result was not provided.